Manufacturer narrative:
The full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the conductors stretched and that prevents the guidewire insertion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guidewire could not pass through the left ventricular (lv) lead. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.